Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: two broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on the radius due to surgical impact. Creases are observed but have no relationship with manufacturing. Missing shell due to inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "creases associated with hole." Device has been explanted.